Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Gore has learned that the gore® excluder® trunk-ipsilateral leg component rlt311413/20792206 was discarded at the facility. Therefore, an engineering evaluation cannot be performed.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore treated with gore® excluder® aaa endoprostheses. When retracting the device catheter of the gore® excluder® trunk-ipsilateral leg component rlt311413 post deployment, the leading olive was observed to have become separated whilst remaining on the back-up meier¿ guidewire. It was reported that the reason for the separation of the leading olive was believed to have been due to difficulties when turning the transparent knob during the deployment of the endoprosthesis. The olive was subsequently retrieved from the patient with an amplatz goose neck¿ snare. There was no injury to the patient and the procedure concluded as planned.

Manufacturer narrative:
As the gore® excluder® trunk-ipsilateral leg component rlt311413/20792206 was discarded at the facility, an engineering evaluation on the device could not be performed. An evaluation was however performed based on an image that was returned showing the leading end of the device. The evaluation of the image showed the leading end detached from the rest of the device. The olive is still attached to the polyimide and the olive appears to be intact. The polyimide is fractured. Based on the provided image, and without the physical sample to evaluate, the physician¿s observation that during retraction the leading olive became separated due to a fractured polyimide was confirmed. The physician¿s observation that the transparent knob was difficult to turn during deployment could not be confirmed. The likely cause for the reported fractured polyimide and difficulty turning the transparent knob could not be determined with the available information.

Event description:
Additional information received indicated that the reason for the separation of the leading olive was reportedly unknown and unrelated to difficulties when turning the transparent knob during the deployment of the endoprosthesis. The reported difficulties were not specified.